Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated the patient experienced a catheter/delivery failure that resulted in injuries of withdrawal, failure of therapy, and pain.

Event description:
It was reported that there was a catheter break. The location of the catheter issue was before the anchor. The actions required as a result of the event included a replacement. Diagnostic testing included a dye study, x-ray and logs were checked. The product issue was resolved and the cause of the issue was determined to be a fractured catheter. At the time of report the patient¿s status was alive - no injury. The patient had pain. The location of issue or symptom was the abdomen. No segments were left in the intrathecal space. The pump was used to infuse morphine, fentanyl and bupivacaine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).